Event description:
On first use of the motor, the exhaust hose ruptured prior to start of the procedure. The motor hose was clamped to the mayo stand in the same manner that they had clamped their legacy motors. A second motor was used to perform the procedure without additional problems. Hose rupture occurred about 2-3 feet from motor. There were no injuries or significant delays.

Manufacturer narrative:
Findings: device evaluation confirmed that the exhaust hose is ruptured on this motor. The rupture site is located about 30" from the motor. See photos in file. The suspect reason for the malfunction is that the hose may have been kinked, and/or the exhaust pressure exceeded 20psi. The risks presented by rupture of the exhaust hose are: 1) a loud noise that may startle the or staff; 2) small fragments of the hose may detach and become airborne; 3) lubricant may enter the patient wound site and/or the or area. The noise from the hose bursting may create a temporay hearing loss or a temporary ringing in the ears condition for the or staff. For the patient, the surgeon may inadvertently nick a nerve or vessel due to becoming startled by the noise of the hose bursting. There is product labeling related to this type of event. The legend pneumatic system IFU on page 3 warns "do not use legend system components if damage is apparent or if components do not run properly. The legend system must be inspected for damage prior to each use. Conduct a visual inspection of the motor's exhaust hose for cracks or tears". In addition, the legend pneumatic system IFU on page 4 instructs as follows: "non-sterile fluid may leak into the surgical site. As a result, measures may be required to protect the patient from infection, per physician's discretion. Also, the legend pneumatic system IFU on page 16 states "caution: do not run a legend motor at an operating pressure below or above the required operating pressure range. Operating pressure below 80psi (5.5 bar) may not provide proper lubrication to the motor. Operating pressure above 120psi (8.3 bar) may damage or reduce the life of the motor."